Manufacturer narrative:
(B)(4). The tyvek only was received. As the device was not received for evaluation no testing could be performed to evaluate the incident reported. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were not holding. Procedure completed with same /like device. There were no adverse event on the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.